Event description:
It was reported that during a mitraclip procedure on (B)(6) 2013, one clip (1026060530) was placed in the center of the mitral valve and the functional mitral regurgitation (mr) grade was reduced from 4 to 1. Before deploying the clip, the gripper line removability test was performed and with increased flushing, resistance was felt. After a few trials, the gripper line was free to move, but with more resistance than usual. Just before beginning the final arm check, the mr grade worsened from 1 to 3-4. It was decided to reopen the clip and try to grasp the mitral valve leaflets again. As the gripper lever cap, the o-ring and the line protectors were already removed, the grippers were moved up and down by pulling the gripper line with a surgical clamp. After 2-3 grasping attempts without good results, the grippers did not respond correctly and it was difficult to drop them in downward position. The clip delivery system (cds) was removed from the anatomy without difficulty and exchanged for another cds (1027667507). After the first cds was removed from the anatomy and before the second cds was inserted, a flail was observed. The flail was not present prior to the procedure. The second cds was placed over the newly created flail. The mr grade improved slightly, but after deployment of the clip, the mr grade returned to 4. Another clip (10276675/05) was deployed ( after 3 different grasping attempts) lateral to the previously implanted clip, but the mr grade remained 4. There seemed to be a jet originating in the middle of the anterior leaflet, but due to the severe mr with a big origin and turbulence, the transesophageal echocardiogram imaging could not confirm the cause of the jet.

Manufacturer narrative:
(B)(4). Estimated age, reported as born in (B)(6). Event description continued: no tearing of the leaflet was detectable with the 2d or 3d echocardiogram imaging. The physician was unable to confirm if the jet in the middle of the leaflet occurred during the use of the 2nd or 3rd clip as the jet was not immediately identified. The procedure was completed with the implantation of 2 clips and the mr grade was still 4 (severe). The patient was hemodynamically stable (blood pressure 125/75 and heart rate 70). The patient was moved to the post operative intensive care unit and was extubated three days post procedure. Due to the unchanged mr grade, the patients diuretics and inotropes were increased. Post procedure, although a tear in the anterior mitral valve leaflet could not be confirmed on the echocardiogram, the physician is highly suspicious that the jet seen in the middle of the leaflet was caused by a tear. Hospitalization had been prolonged due to clinical conditions and pending a decision about possible surgical. However, the patient expired on (B)(6) 2013 at approximately 9:00 pm. The cause of death was not reported. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. (B)(4) - represents unchanged mitral regurgitation grade post-procedure. The clip delivery system (lot #1026060530) referenced is being filed under a separate medwatch MFR number. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the cause of death was terminal heart failure. Per the physician, the mitraclip device did not cause or contribute to the death, but the mitraclip procedure did contribute to the death.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system (cds) used, and the product was not returned for analysis. The reported patient effects of death and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known potential complications associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that patients for the mitraclip therapy are very often high risk surgical candidates who are severely symptomatic as a result of mitral regurgitation (mr). The disease itself increases their mortality risk, and this is often compounded by associated comorbidities. Those patients with functional mitral regurgitation are also in heart failure, required inotropic and diuretic therapies. In the incident reported here, the patient underwent the mitraclip procedure which was complicated by a suspected tear to the anterior leaflet. This was never confirmed. The mr remained unchanged from the baseline level at the conclusion of the procedure and the patient subsequently expired. The cause of death was indicated to be terminal heart failure. There is no evidence the device caused or contributed to the death, but as this cannot be definitively excluded, this incident is conservatively being reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of a query of the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.